Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient was unable to make adjustment both with or without antenna attached. It was stated it had been occurring for "about a week." It was noted that replacing the batteries did not help. The patient reportedly had been getting "a little pain" at the bottom of her bladder for the past month. When voiding, the patient felt pain which would come and go away. When visiting the doctor, the patient had blood in her urine so she received some antibiotics. A supplemental report will be sent if any additional information is received.

Event description:
Follow up information received from the healthcare professional (hcp) reported that the cause of the event was that patient¿s implantable neurostimulator (ins) had a dead battery which was noted as premature depletion. Patient urinary symptoms of frequency <(>&<)> urgency along with supra pubic pain and discomfort were reported. The ins was replaced on (B)(6) 2013 with the patient outcome reported as no injury. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID: 3037, serial# (B)(4), product type: programmer. Patient product ID: 3 093-33, lot# v471029, implanted: (B)(6) 2010, product type: lead. (B)(4).

Manufacturer narrative:
(B)(4)

Event description:
It was noted that the patient's programmer was "not working" anymore. It was noted that the programmer would not communicate and that the patient saw a question mark screen on their programmer.